Manufacturer narrative:
Additional information was received that the aortic insufficiency reported was pvl. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, the valve was implanted at an acceptable depth. The valve appeared under expanded near an annular calcium deposit between the noncoronary cusp (ncc) and the right coronary cusp (rcc) extending into the left ventricular outflow tract (lvot). A transthoracic echocardiogram (tte) identified moderate paravalvular leak (pvl). A post-dilation aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. After dilating, the balloon dislodged the valve moving the valve the above the basal plane causing aortic insufficiency (ai) and moderate pvl. A second 34mm transcatheter bioprosthetic valve was prepped and deployed through the first valve into a lower position without incident. Tte assessment showed moderate ai. No treatment was provided. No further adverse patient effects were reported.